Event description:
The manufacturer received information alleging an issue related to bipap device's sound abatement foam. The patient alleged seeing particles in the tubing and chamber. Patient also alleges nasal/throat irritation and soreness. There is no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging issue related to a bipap device's sound abatement foam. The patient alleged nasal/throat irritation and soreness. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed section h6 has been updated in this report.

Manufacturer narrative:
Additional information was received on jul 28, 2022, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging issue related to a bipap device's sound abatement foam. The patient alleged seeing particles in the tubing and chamber and nasal/throat irritation and soreness. There was no report of patient harm or injury. Additional information was received regarding the allegation that the device is noisy, has to jiggle cord to get device come on, and that the device and/or power cord becomes hot to the touch. Section d4 and h6: medical device problem codes has been updated in this report. The manufacturer was missed to update UDI (unified device identifier) in previou report, it was included in this report.